Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element plus clinical study it was reported that myocardial infarction and thrombosis occurred. In september 2012, the patient presented with myocardial infarction and stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 99 % stenosis and was 8mm long with a reference vessel diameter of 3.8mm. The lesion was treated with direct stent placement using a 4.00x16mm promus element plus stent with 0 % residual stenosis. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was hospitalized with days history of chest pain that was exacerbated by exertion. Troponin levels were noted to be elevated and site reported an event of acute inferior myocardial infarction. Electrocardiogram (EKG) showed st elevation in inferior leads with reciprocal changes in leads v2 and avl. Subsequently, the patient was referred for cardiac catheterization. Coronary angiography revealed 100% occlusion with thrombus in distal portion of the rca. The study stent implanted in the mid rca was widely patent. The 100% thrombotic occlusion was treated with thrombectomy and placement of 3x24 mm promus drug-eluting stent, with 0% residual stenosis in (B)(6) 2015, the event was considered resolved and was discharged on aspirin and clopidogrel.